Event description:
It was reported to boston scientific corporation that a repliform tissue regeneration matrix and a precision speedtac transvaginal anchor system were used during a total vaginal hysterectomy, left salpingectomy and anterior colporrhaphy procedure performed on (B)(6), 2006 to treat a patient diagnosed with uterine fibroids, pelvic pain, left hydrosalpinx, pelvic floor relaxation, stress urinary incontinence and dyspareunia. During the procedure, an endometrial implant was also noted on the left tube consistent with endometriosis. As reported by the patient's attorney, the patient experienced an unspecified injury post procedure.

Manufacturer narrative:
Date of event is approximated to (B)(6), 2006, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(4).